Manufacturer narrative:
Product event summary evaluation summary (B)(4): the generator was returned, and analysis was unable to confirm the customer comment that the device shut itself off shortly after being turned on. Analysis did find that the interconnect flex was out of specification, that the battery flex and battery latches were contaminated, the upper and lower cases were broken and contaminated and the side bail covers and ring cover were broken. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the device shuts off shortly after being turned on during operation. The batteries were replaced. It was also reported the biomed noticed that if the device is held at the base and then the base is gently tapped at the top, the sense light flashes and the pacing stops. The device was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported the device shuts off shortly after being turned on during operation. The batteries were replaced. It was also reported the biomed noticed that if the device is held at the base and then the base is gently tapped at the top, the sense light flashes and the pacing stops. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.